Event description:
A malfunction alarm was reported with no notable events occurring prior. There was no adverse impact on the customer's blood glucose level. The customer received instructions from technical support to reset the pump, which resolved the issue, and was advised to call back if the problem recurred. The customer understood and acknowledged these instructions.